Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the results of the investigation. See b3 and b5 for the additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in december 2022. Although it was determined that the defects were likely caused by stress of repeated use, external factors or handling, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the issue occurred during a treatment procedure. The procedure was completed using the scope.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, it was observed, due to a pinhole on universal cord, water tightness was lost, adhesive on the bending section cover (a-rubber) had a chip, the venting connector of light guide (lg) connector was loose, due to wear of angle wire, bending angle in up direction did not meet the standard value, the control unit had discoloration, the lg-cover glass had a scratch, and the indication on light guide connector was not correct. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the endoeye flex deflectable videoscope had air/water leakage from the universal cord/video cable. Upon inspection of the customer¿s returned device it was observed, the objective lens adhesion was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.